Manufacturer narrative:
Complaint conclusion: during a shunt percutaneous transluminal angioplasty (pta) procedure, the balloon of a 40mm 5x4 slalom pta high-pressure dilatation catheter ruptured within its nominal pressure after it was delivered to the anastomotic parts of the vessel and inflated the two lesions. However, after the inflation it made the stenosis looks smaller as confirmed by angiography. The device was removed from the patient and the procedure was completed. There was no reported patient injury. The device was used in conjunction with the high flow 6f 3cm non-cordis sheath introducer. The target lesion was at the radius anastomosis. The lesion has no calcification noted. There was severe vessel tortuosity and 95% of stenosis noted. The device was not used for a chronic total occlusion. The device was stored and handled per the instructions for use (IFU). The device was also prepped per the IFU. There was no difficulty removing the product from the hoop or from the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The unknown contrast has a 1:1 ratio to saline. A non-cordis indeflator was used and it was not used in any other devices prior to this procedure. There was no resistance/friction experienced while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The catheter did pass in an acute bend. There was no difficulty experienced while crossing the lesion. The plunger was depressed into the syringe/indeflator when trying to inflate to its nominal pressure. The product was removed intact or in one piece from the patient. Additional procedural details and patient information were requested but were unknown. The device was not returned as it was discarded due to suspicion of infectious disease. A product history record (phr) review of lot 82176929 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device for analysis, the reported customer event ¿balloon¿ burst - at/below rbp¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors or vessel characteristics of severe tortuosity and 95% stenosis may have contributed to the reported event. According to the instruction for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter.¿ neither the information available nor the phr results suggest that the reported events could be related to the manufacturing process. Therefore, no corrective action will be taken at this time.

Event description:
During a shunt percutaneous transluminal angioplasty (pta) procedure, the balloon of .018 40mm 5x4 slalom pta high-pressure (hp) dilatation catheter ruptured within its nominal pressure after it was delivered to the anastomotic parts of the vessel and inflated the two lesions. However, after the inflation it made the stenosis look smaller as confirmed by angiography. The device was removed from the patient and the procedure was completed. There was no reported patient injury. The device was used in conjunction with the high flow 6f 3cm non-cordis sheath introducer. The target lesion was at the radius anastomosis. The lesion has no calcification noted. There was severe vessel tortuosity and 95% of stenosis noted. The device was not used for a chronic total occlusion. The device was stored and handled per the instructions for use (IFU). The device was also prepped per the IFU. There was no difficulty removing the product from the hoop or from the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The unknown contrast has a 1:1 ratio to saline. A non-cordis indeflator was used and it was not used in any other devices prior to this procedure. There was no resistance/friction experienced while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The catheter did pass in an acute bend. There was no difficulty experienced while crossing the lesion. The plunger was depressed into the syringe/indeflator when trying to inflate to its nominal pressure. The product was removed intact or in one piece from the patient. Additional procedural details and patient information were requested but were unknown. The device will not be returned as it was discarded due to suspicion of infectious disease.

Manufacturer narrative:
Complaint conclusion: during a shunt percutaneous transluminal angioplasty (pta) procedure, the balloon of a 40mm 5x4 slalom pta high-pressure dilatation catheter ruptured within its nominal pressure after it was delivered to the anastomotic parts of the vessel and inflated the two lesions. However, after the inflation it made the stenosis looks smaller as confirmed by angiography. The device was removed from the patient and the procedure was completed. There was no reported patient injury. The device was used in conjunction with the high flow unknown 6f sheath. The device was not returned as it was discarded due to suspicion of infectious disease. A product history record (phr) review of lot 82176929 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device for analysis, the reported customer event ¿balloon¿ burst - at/below rbp¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors or vessel characteristics may have contributed to the reported event. According to the instruction for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter.¿ neither the information available nor the phr results suggest that the reported events could be related to the manufacturing process. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a shunt percutaneous transluminal angioplasty (pta) procedure, the balloon of .018 40mm 5x4 slalom pta high-pressure (hp) dilatation catheter ruptured within its nominal pressure after it was delivered to the anastomotic parts of the vessel and inflated the two lesions. However, after the inflation it made the stenosis looks smaller as confirmed by angiography. The device was removed from the patient and the procedure was completed. There was no reported patient injury. The device was used in conjunction with the high flow unknown 6f sheath. The device will not be returned as it was discarded due to suspicion of infectious disease.